Event description:
The customer reported that a radical-7 device shut down after 5 min of use, despite having a fully charged battery. No consequences or impact to patient were reported.

Manufacturer narrative:
The returned device was evaluated. External visual inspection showed no damage. The device was able to power on using both ac and battery power. The unit was unable to successfully establish communication with a docking station. When powered on the display shut down after a few seconds and a 10 beep watchdog alarm was triggered. Internal inspection showed the u21 current limiter ic on the system board failed, causing the 10 beep anomaly. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues related to this reported event.

Manufacturer narrative:
The device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported that a radical-7 device shut down after 5 min of use, despite having a fully charged battery. No consequences or impact to patient were reported.